Event description:
It was reported that the patient had had problems with high impedances and had had to have battery replacements every 2 years instead of every 5 years. It was noted that the batteries never actually went dead. The healthcare professional would check them and tell them that they needed to be replaced.

Event description:
Additional information received reported the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product/(s): product ID: 3387s-40, lot# v049849, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v049849, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: implantable neurostimulator. (B)(4).